Manufacturer narrative:
Event occurred in another country.

Event description:
Reporter alleged the patient's blood glucose monitoring aviva system's memory contained values such as 616 mg/dl, 638 mg/dl, and 629 mg/dl which are results outside the numeric reading range of 10-600 mg/dl of the device. It was not provided as to whether any actions were taken by the patient or any treatment was received. A request was made for the return of the suspect product and replacement product was sent.